Event description:
International affiliate reports that at the moment of performing the final torque, the set screw was stripped. Clarification revealed that one of the threads on the set screw was torn while other threads on the set screw were misshapen. The damaged set screw and two concomitant device polyaxial screws were changed out during the procedure. There was no delay and no adverse consequences to the patient.

Manufacturer narrative:
The single inner set screw was returned for evaluation. Visual examination found the threads to be torn and peeled off from the setscrew. A review of the DHR for the single inner setscrew is not needed as it was conducted in the original investigation summary and no issues were identified in the manufacturing and release of these devices that could have contributed to the problem reported by the customer. It was indicated that the evaluation of the device did not change the parameters of the trend analysis and as such a new trending is deemed not necessary. The root cause of the setscrew threads becoming torn and peeled off from device cannot positively be determined. However, one possible root cause may have been that the setscrew most likely was not properly seated and inadvertently cross threading occurred causing the setscrew threads to become torn. No issues have been identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium single inner set screw was not returned for evaluation after three requests. Review of the device history record found no discrepancies. The lot met specification requirements when released to stock. A 12 month complaint trend analysis found no emerging trends. The root cause for the thread damage cannot be positively identified. However, it may be due to unanticipated forces being placed on the set screw during surgery. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.